Event description:
The dr reported that a patient may be having immunological reaction problems or is exhibiting infection-like symptoms following use of this implant. A follow-up call to product manager provided information that the patient had tested positive for antibodies to raw pork in 1990 or 1992 and had not informed the surgeon about this contraindication.